Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the "guide wire could not pass through the central cavity" is confirmed. The returned intra-aortic balloon catheter (iabc) central lumen was found kinked and resistance was noted upon passing the guidewire through the iabc central lumen. The root cause of the kinked central lumen is undetermined. A potential cause is customer handling. No further action required at this time. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that when the intra-aortic balloon (iab) was implanted, the guide wire could not pass through the central cavity. As a result, the iab was replaced and a new iab was used and inserted using the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was implanted, the guide wire could not pass through the central cavity. As a result, the iab was replaced and a new iab was used and inserted using the same insertion site. There was no report of patient complications, serious injury or death.